Event description:
The field agent responded the system was not able to boot up due to this issue. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supple cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.